Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's blood glucose level was between 50 mg/dl and 300 mg/dl. The insulin pump has rejected new battery and was slower during rewind. The motor makes grinding noise and buttons are harder to press. The device was not returned.